Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 109 mg/dl. The customer stated that the air bubbles are in the tubing and reservoir. The customer was advised and went over bubble trouble. The customer was advised that we can send a diabetes clinical manager to see if they can give her any tips. Customer requested a replacement pump.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions or air bubbles were noted.